Event description:
While mapping with the above catheter we received an error message regarding magnetic field distortion. There was no connection to the mapping system. This was an intra-procedure failure. The staff unplugged the cable and plugged it back in.they changed the cable with a brand new one. The staff finally switched out catheter with a new one and problem was resolved. There was no injury to patient.